Manufacturer narrative:
Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within individual resealable plastic biohazard pouches. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The micro catheter was found cut at ~7.5cm from the proximal end. The distal segment was not returned for analysis. No damages were found with the pipeline flex w/ shield pusher. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. One braid end was found tapered, damaged, and frayed. The middle braid was found fully opened and undamaged. The other braid end was found fully opened, damaged and frayed. Testing/analysis: the phenom-27 micro catheter total length and usable length could not be measured and conformation to specification could not be determined. The catheter was flushed, and water exited out the distal end. An in-house 0.0265 mandrel was inserted into the hub and out the cut end with no resistance encountered. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed as the returned braid has one end tapered. Possible causes for incomplete open during the procedure are patient vessel tortuosity, damaged braid, braid improperly size to anatomy, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or inappropriate anatomy. The distal braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported all devices were prepared per IFU, device was placed within a vessel bend and patient vessel tortuosity as moderate. The customer report of ¿stuck in catheter hub¿ and ¿catheter resistance at hub¿ could not be confirmed. The returned pipeline flex w/ shield device could not be used for resistance testing as the braid was already detached. In addition, no resistance was encountered with a mandrel within the catheter hub. It is possible that the damaged braid contributed towards the resistance in hub. There is no indication that the event is related to a potential manufacturing issue. A separate report was submitted for the pipeline flex with shield described in the analysis results. The event is reported at this time based on analysis results which indicated a possible reportable event. It is most likely the catheter was cut intentionally but this was not reported in the information provided by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that three pipelines failed to open distally, one of which had resistance in the phenom 27 microcatheter during retrieval. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the paraophthalmic segment. The max diameter was 21mm, and the neck diameter was 9mm. The patient's vessel tortuosity was moderate. The landing zone was 4.22mm distal and 4.3mm proximal. The access vessel was the internal carotid artery, which was 4.33mm in diameter. Dual antiplatelet treatment was administered, and it was said to be within the treatable range. It was reported that the physician successfully deployed a ped2-450-30 across the neck of the aneurysm >5mm both distally and proximally. The physician attempted to deploy second device (ped2-475-14) within first ped2 for more coverage. The second device opened but had to be resheathed due to location being too short proximally. Upon redeployment, the distal segment failed to open despite the mid portion being fully opened. Tip of the device began to take the shape of a "trumpet" according to the physician. The physician attempted to troubleshoot through wagging/resheathing techniques and even attempted to deploy in the straight mca segment outside of the first ped2-450-30, but the tip of the device remained compromised. The physician safely removed the device. They reattempted with a new device (ped2-475-12), but faced exact same problem when attempting to deploy within the ped2-450-30. The physician removed and discarded the ped2-475-12 and the phenom 27 microcatheter in exchange for a ped2-500-20 and new phenom 27. They attempted to deploy just outside the distal tip of the ped2-450-30 instead of inside of it, but the same problem arose. Lastly, the physician removed both phenom27 and ped2-500-20 and noticed the sleeves of the pipeline were stuck in the hub of the phenom 27. The physician finally was successful deploying a ped-475-20 with a new phenom 27 microcatheter by deploying the device in the straight m1 segment and then dragging it back to the targeted segment at the origin of the ped2-450-30. The patient did not experience any injury or complications, and there was adequate stagnation in the aneurysm according to the physician. Angiographic results post procedure showed technical success. The devices were prepared and flushed according to the instructions for use (IFU). Additional information received reported the pipeline was not opening in a vessel bend when it failed to open, although the proximal part of the stent was opening around a bend. It successfully opened proximally around the bend, but was unable to open distally. That is where it formed the shape of a trumpet.